Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: worn out video connector latch causing poor connection with pigtails a root cause could not be identified. Based on the results of the investigation, it is likely that the reported b40 board errors were related to a faulty main board. Regarding the investigation findings, a worn video connector latch causing a poor connection with the pigtails was identified. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported b40 board errors during inspection for use involving an olympus video system center. There was no patient harm reported.